Event description:
Cooks cervical ripening balloon placed. Uterine balloon was inflated easily however resistance met to deflate when ob maneuvering with stylet. Stylet removed and still resistance met when deflating. Second cooks catheter placed with ease by ob. Upon removal by rn after srom [spontaneous rupture of membranes], resistance met when deflating balloon.